Event description:
It was reported to philips that the etco2 readings were inaccurate and intermittent. It was noted that the device was in clinical use at the time of the reported failure. There was no adverse event to a patient or user as a result of the failure.